Event description:
It was reported that there was a thrombus on the sheath of the was. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician introduced the was into the patient and was positioning the device in order to perform the transseptal puncture. Prior to the puncture being performed a large thrombus was noted on the sheath of the was. The physician aspirated the thrombus and removed the sheath from the patient. The thrombus was resolved, and the physician then continued with the procedure. The procedure was successfully completed with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.